Event description:
A report was received that 3 hours following an implant procedure the patient experienced numbness and an inability to move his legs. It was determined that the symptoms were caused by an epidural bleed. The physician does not believe the epidural bleed was device or procedure related. The patient underwent emergency surgery and was reportedly doing well following the procedure.